Event description:
Replacement surgery was confirmed by a company representative. The explanted generator is not available for return to the manufacturer as the patient kept the device.

Manufacturer narrative:
.

Event description:
Information was received through clinic notes dated (B)(6) 2012 indicating the patient's mother reported patient's seizure frequency got worse. The patient's mother was instructed to have a seizure calendar which was not kept up to date to capture the seizure count. Moreover, the patient's mother wanted a battery replacement for the patient as she believed the battery was depleted. Good faith attempts to obtain further information from the treating physician regarding the increase and the relationship to vns have been unsuccessful to date. At the moment it is known that replacement surgery has been scheduled but replacement has not been confirmed.